Manufacturer narrative:
The device was not returned for evaluation. The reported difficulty to remove was not able to be confirmed; however, review of the submitted media was able to confirm the activation problem. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and results of the complaint investigation the reported activation issue and subsequent difficulty to remove the catheter were due to operational context. Review of the submitted media confirmed that the activation problem was caused by the catheter not being secured at the introducer/guide catheter prior to pullback engagement, which caused the catheter to move forward (distally) on the guidewire. After the catheter moved onto the distal portion of the guidewire, it is likely that the guidewire was unable to support the withdrawal of the catheter¿causing them to have to be removed together as a unit. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly opstar imaging catheter was advanced over a non-abbott guidewire to image the left anterior descending artery. However, when performing pullback, the radiopaque mark advanced through the guidewire, and passed the tip of the wire, then got stuck on the guidewire. The dragonfly and the non-abbott guidewire were removed together. The same dragonfly opstar was able to be used with an abbott guidewire to complete the procedure. There were no adverse patent effects and no clinically significant delay during the procedure. No additional information was provided.